Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father was reported via phone call that, the customer had high blood glucose of the 410 mg/dl and also had no delivery alarms on the insulin pump. Customer did disconnect and tried to run insulin by hand with success. Support cap still indented. Customer will change set when able and monitor. The device will not be returned for analysis.